Event description:
I purchased and still possess a soclean 2 CPAP sanitizer machine but, after a few months use, I experienced difficulty breathing/chest tightness and noticed a black residue in my humidifier insert. After some research, I discovered that the primary means of the soclean sanitizing process (ozone) can cause the rubber parts in the CPAP machine to deteriorate. The soclean hose was also made of black rubber. To this day, I still experience coughing and chest tightness when I use my CPAP and I'm worried that the internal rubber parts may be compromised. I haven't located a business that offers to test the purity of the CPAP output.